Manufacturer narrative:
Concomitant medical products: product ID: 5076-45, product type: lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Additionally, the right atrial (ra) lead exhibited both over and undersensing. The device and lead remain in use. No further patient complications have been reported as a result of this event.